Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c666. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line and the cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: it was clarified that the device locked on tissue and would not open. It is unknown how they removed device, but it resulted in unknown patient consequences. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Additional information was received that there were unknown patient consequences. Can details be provided? Was there a change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a laparoscopic nephrectomy the stapler malfunctioned. A second like stapler was used to complete the procedure. There were no patient consequences reported. One stapler will be returned by the sales rep.